Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer to remove their device from service and obtain a replacement, as the device is not field serviceable and no long under warranty. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the contrast of the display of their device was flashing from dark to light, making it unreadable. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.